Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine with a spectrum pump, the pump alarmed "door not latched" and stopped infusing the medication. The healthcare professional ensured that the door was latched and restarted the infusion; however, the "door not latched" alarm generated again. The healthcare professional ensured the door was latched again, and pressed run. A "no set loaded" alarm was generated even though it was previously infusing normally. The spectrum pump was changed as the patient was ¿quickly becoming hypotensive¿. Medical intervention and patient outcome were not reported. No additional information is available.